Manufacturer narrative:
The t:slim g4 pump user guide states: you can adjust the auto-off alarm setting (the default value is pre-set to 12 hrs, but it can be set anywhere from 5 hrs to 24 hrs, or off). You must resume delivery to continue therapy. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experienced elevated blood glucose (bg) levels all day. Reportedly, each time the customer had checked bg level, via blood test, bg levels were noted to be trending upward. At the time of the call, the customer's bg level was 321 mg/dl. The customer delivered a bolus with the pump. During troubleshooting with tandem technical support, it was noted that the customer had received an auto-off alarm early that morning. The customer was able to resume insulin delivery upon waking up. The customer also reported having had recent changes in diet, sleep, and stress. A recommendation was made for the customer to consult the healthcare provider regarding factors which could affect bg level.